Event description:
It was reported to boston scientific corporation that ultraflex esophageal stent system was used during an esophageal stenting procedure on (B)(6), 2011. According to the complainant, the indication of the stent placement was treatment of a stenosis in the esophagus. The length of the lesion was approximately 6cm. The anatomy was not dilated prior to stent placement. During the procedure, the stent system was positioned within the patient. However, the physician was unable to pull the deployment suture to release the stent. The stent was not able to be deployed at all from the delivery system. No visible issues were noted to the device. The procedure was completed with a different device. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be "good." Based on the investigation results, which indicate that the stent was partially deployed, this is now considered a reportable event.

Manufacturer narrative:
Although the exact patient age is unknown, the patient was reported to be over 18 years of age. A visual examination of the returned device found that the distal end of the stent was partially deployed by approximately 10mm. No issues were noted with the profile of the device. During a functional analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. It was noted that a large amount of solidified blood was present on the stent and shaft of the device. The shaft was kinked at 132 mm proximal to the distal tip. No other issues were noted with the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified batch number. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that the most probable root cause classification is undeterminable.